Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Event date: unknown. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: part: 314.291 lot: 2089046; manufacturing location: (B)(4); manufacturing date: 29 april 2004. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the handle of collinear reduction clamp broke off while using. It is unknown whether all fragments could be removed. No patient harm, no surgery delay reported and no further details available. Complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The present article was analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Unfortunately we are not able to determine the exact cause which has lead to the reported broken handle. The visual inspection has shown some scratches and especially wear marks at the rod and on the tip of the instrument. Additionally it was detected that the one black lid is missing. Considering the age of this article (manufactured april 2004) we have to assume that normal wear and tear in combination with the mentioned forces caused this occurrence. Complaint is disposed as confirmed due to evidence that handle is broken, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.